Event description:
During a laparoscopic gynecological procedure, a monopolar electrosurgical connecting cable began to spark and then burned in two, near the generator. No injuries were reported. Another cable was substituted and the case was completed.